Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient stated the cords were completely unattached from the electrodes, and the system was offline and inoperable since midnight. The device made their entire life worse, they stated it was absolutely horrific and they were remarkably better without it. They had fire breathing itching through their lower back and legs to the point where they wanted to crawl out of their skin, and restless leg syndrome (rls) to the point where they could not walk. They had lightning bolt pain through their hips and legs throughout the whole evaluation, and mentioned jumping and jerking. The itching and rls stopped once the therapy was turned off, and the patient's urgency lowered from "3-4 to 1-2." The patient stated they had a terminal illness and expressed their concerns to the doctor, surgeon and manufacturer representative prior to the procedure, and was told other patients have had similar things. The patient sent a message to their doctor at 2am the night of surgery, (B)(6) 2021, and were advised to take an antihistamine, which made their rls worse. They had already contacted their doctor and were having their leads removed tomorrow. They did not have any interest in the trial help line.